Event description:
It was reported that during knee procedure in 2006, reamer fractured and patient retained fragment.

Manufacturer narrative:
A retrospective review of biomet, ltd. File was performed in 2007. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. H6. Examination of returned device was inconclusive. This report filed on nov 30, 2007.